Event description:
Pt noticed three feet of air in line and no alarm. When nurse arrived, ail alarm occurred but when silence key hit and run started, pump was able to give pt another 2ml of air. Not sure if this is pump problem or admin set. Not sure where air came from. Running 5fu with original bag volume of 168ml. Most likely will not return pump. No patient injury associated with this allegation.

Manufacturer narrative:
The device was not returned for evaluation. No conclusions could be drawn. Upon receipt of product, investigation will be performed and follow up will be submitted.